Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the pump battery and touchscreen display. No further information was provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues and provide assistance; however, the customer did not respond.